Manufacturer narrative:
One (1) actual device was received for evaluation. A visual inspection, with the naked eye, was performed and all components were correctly placed and according to the specification, however, a break in the cassette was observed. A functional pressure test was performed which revealed a leak. The returned device did not meet specifications. The cause of the condition was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation of a returned homechoice automated pd set with cassette, a break in the cassette was discovered which resulted in a leak. The device had been previously used in set up for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.